Event description:
On (B)(6) 2011, the pt reported the down button of the infusion device does not always respond. He noticed the issue while attempting to bolus in (B)(6) 2011. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.